Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. A bluetooth telemetry reset was performed and bluetooth telemetry was restored. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of ble unavailable was confirmed. Based on the provided information, it was determined that the connectivity issue was due to the ble being turned off on the patient¿s phone. The implanted device was performing per design.